Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their health. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was informed they could continue using the pump and to call back if the malfunction code reoccurred, which it did not.